Manufacturer narrative:
Foreign source report: (B)(6).

Event description:
Information was received that a smiths medical blue line ultra suctionaid tracheostomy tube kit was leaking at the cuff. No adverse patient effects were reported.